Event description:
It was reported that the customer received a recall letter and was having intermittent issues with the remote working.

Manufacturer narrative:
It was reported that the customer received a recall letter and has been having intermittent issues with the remote working stating that the buttons have to be pressed really hard. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.